Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got stuck in a screen and took the battery out of the pump. Customer then received a motor error alarm. Customer's blood glucose was 247 mg/dl at the time of the incident. Customer reported that the drive support cap is loose. Customer stated that she took out the reservoir, primed, and then bolused without a problem. Customer also rewound the pump and declined troubleshooting for the threshold suspend alarm and no deliveries. Customer declined troubleshooting for the frozen display. Customer stated that she will keep this pump.